Manufacturer narrative:
The insulin pump alarmed no reservoir during the displacement tests due to out of phase motor encoder signal. Unable to confirm excessive no delivery alarm and motor error alarm due to unexpected no reservoir alarm.

Event description:
It was stated that the insulin pump was alarming motor error. It was stated that the customer was in the hospital for foot surgery and she may have exposed the insulin pump to an MRI. The displacement test was performed and the insulin pump alarmed no delivery during the test.